Event description:
The physician was preparing to coil a carotid cavernous aneurysm measuring 15 x 11 x 9. It had a wide neck so they used a cook shuttle 6 french sheath and stented the aneurysm with a 4 x 22mm enterprise stent while jailing the penumbra px400 straight microcatheter in the aneurysm. They then tried to put a 10 x 40mm standard coil in the microcatheter and were not able to advance the coil past about 10cm proximal to the proximal marker on the microcatheter. They then tried to pull the coil back because it would not advance and the coil then detached in the microcatheter. Next they pulled the microcatheter back out of the body. Then they recatheterized the aneurysm through the stent struts with an ev3 catheter and then put in 14 different size gdc coils. This MDR is associated with MDR 3005168196-2011-00321.

Manufacturer narrative:
Results: the coil is complete with both the proximal and distal ends intact. The pet lock of the pusher assembly is intact and the pull wire is in the capture feature in the distal detachment tip (ddt). The coil proximal constraint is not in the ddt. To evaluate the pre-compression of the pull wire, the polymer distal section of the pusher assembly was stretched to release the pull wire from the capture feature. Once this was released, the pull wire could be seen to protrude from the ddt by 4 mm. The distal tip of the pusher was measured and the ddt was found to be 0.01507", within specification. The proximal constraint of the coil was cut off and the ball diameter measured. The od of the ball was 0.01294", within specification. Conclusion: the analysis described above shows that the coil and pusher meet dimensional and visual criteria. There is no reason to believe that the device detached below its tensile specification. Instead, the cause of the detachment is most likely related to the observed ovalization in the px400 distal shaft. According to the complaint, this ovalization is in the approximate location of the coil detachment. During the procedure, the ovalization was most likely a kink (that resolved itself with time after removal from the anatomy). The likely mechanism of detachment is as follows: the physician advanced the coil through the px400 to the kink location, the coil became lodged in the catheter due to the constricted lumen, the physician then attempted to retract the coil while it was lodged within the constricted lumen, and the coil detached when the tensile strength was exceeded. The cause of the px400 kink is unknown, but could be related to handling during the preparation for use or it could be related to the stent placement in-vivo.